Event description:
It was reported that the 9900 sys had a saturation fault error during a case. Also there was a burning smell. The 9900 sys had to be removed and the procedure was completed with another sys. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The filter cap and filament drive board were replaced during the svc call. The sys was tested and found to be working as intended and put back into svc.